Manufacturer narrative:
DHR review found nothing that would cause or contribute to the reported incident. Subject product lot met all visual and dimensional acceptance requirements throughout mfg and release. Sterilization validation documentation was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization, part number (B)(4). The sterilization parameters are consistent with synthes current IFU, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the IFU's are employed. The product was not returned and no conclusions were made.

Manufacturer narrative:
Device used for treatment and not diagnosis. Add'l product codes: hwc, jdq. Based on review of all DHR files, this order met all dimensional and visual criteria at the time of release, with no irregularities documented during manufacturing that would have caused or contributed to this complaint condition. Following the manufacturing evaluation nothing was discovered dimensionally that would have caused or contributed to the complaint condition. The part was measured and passed specifications. The technique guide for the titanium sternal fixation system (B)(4) recommends that a minimum of three plates be placed on the sternal body following a sternotomy in the absence of additional surgical wires; if one plate is used a minimum of four surgical wires must be used in conjunction with the plate. If this technique is not followed, the plate will be subjected to higher than anticipated loading that could lead to plate breakage or the migration of the emergency release pin as described in the complaint. It is unclear from the complaint description and the additional information provided whether four surgical wires were used in conjunction with indicated plate as specific in the technique guide (B)(4).

Event description:
Hospital and surgeon reported: pt treated for CABG and was implanted with sternal plate and screws on (B)(6) 2012. Pt presented to surgeon with infection on an unk date. Further examination showed the emergency release pin on the sternal plate migrated and the plate pulled apart. Pt was returned to operating room on (B)(6) 2012, all hardware was removed. Pt was not revised to any new hardware; a wound vac was placed to treat the infection. Future anticipated treatment is unk. This is 1 of 7 reports for this complaint.